Manufacturer narrative:
(B)(4)

Event description:
The ra and rv leads had both dislodged after implant and during the revision procedure both leads insulation was damaged. Both leads were replaced with similar pacing leads. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.